Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had insufficient benefit from the implant. The patient will undergo surgery to re-insert the electrode.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted due to the active electrode array having migrated out of cochlea, as confirmed by diagnostic images. The extent of the migration is not defined, as no information regarding the initial insertion depth is available. Damages found during investigation are most likely due to explantation. Device operates within specification during investigation. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had insufficient benefit from the implant. The patient was re-implanted on (B)(6) 2017.